Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the root cause of the reported lamp error is due to normal wear and tear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
No device was returned as the customer purchased new lamps and replaced them which cleared and resolved the reported lamp a error. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the customer was reportedly getting the lamp a error on the video system when it is turned on. No patient death, injury or harm was reported.